Manufacturer narrative:
(B)(4). The device sample was not returned for evaluation at the time of this report.

Event description:
The customer alleges that during pre-testing a crack was found in the system and an air leak was present. No patient injury reported.

Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and no defects were observed. Functional testing was also performed and no leaks were detected. Based on the investigation performed, the reported complaint could not be confirmed. There were no issues found with the returned device.

Event description:
The customer alleges that during pre-testing a crack was found in the system and an air leak was present. No patient injury reported.

Manufacturer narrative:
(B)(4). The device history record (DHR) of batch number 74l1402124 was reviewed and no issues or discrepancies were found which could potentially relate to this complaint. No non-conformance reports were originated for the lot in question that can be associated to the complaint reported. The DHR shows that the product was assembled & inspected according to specification.

Event description:
The customer alleges that during pre-testing, a crack was found in the system and an air leak was present. No patient injury reported.